Event description:
The manufacturer was contacted in reference to a home neb device. The patient alleges "very hot to the touch" and also would not deliver the medication. There was no allegation of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.